Event description:
No manufacturer instructions or recommendations for storage. When not in use at our facility, the immobilizer was fastened around the hand pump that accompanies the product and stored on a shelf in an upright position. When needed for infant MRI on (B)(6) 2015, the immobilizer was removed from storage, secured with straps around the infant and the med-vac hand pump was used to evacuate air from the immobilizer. When all air was removed using the pump, the area of the immobilizer surrounding the infant's head/neck was not as rigid as the lower portion. After removal from infant it was noted that fewer beads were distributed in the area near the upper section that surrounds the infant's head/neck area. Immobilizer was then shaken to redistribute beads evenly throughout and tested with findings of greater rigidity in head/neck area. Immobilizer will no longer be stored in upright position and will be checked prior to each use to insure that beads are evenly distributed.